Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, guiding the caller through the process, and after the reset, no further cgm error was displayed. The caller successfully started their sensor session.